Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mk2985, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the vicryl plus suture used on? What tissue was the needle piece retained in? Was the entire needle removed during the same procedure? Did the surgeon remove the needle pieces during the same procedure on 30 jan? What is the surgeon opinion as to the potential cause of the needle breakage? Do you have the status of suture for evaluation? What is the current condition of the patient?

Event description:
This case is from health authority. It was reported patient accepted tonsillectomy on 30th jan. The needle broke in patient during procedure. Professional was invited to remove broken piece. Finally procedure was completed smoothly.

Manufacturer narrative:
(B)(4). Corrected information: adverse event or product problem, outcomes attributed to adverse event, type of reportable event, adverse event problem¿ additional information was received that indicated this event does not meet serious injury reporting criteria. This event therefore is malfunction reportable. Additional information was requested and the following was obtained: what tissue was the vicryl plus suture used on? Unk. What tissue was the needle piece retained in? Unk. Was the entire needle removed during the same procedure? Unk. Did the surgeon remove the needle pieces during the same procedure on 30 jan? Yes. What is the surgeon opinion as to the potential cause of the needle breakage? Needle quality. Do you have the status of suture for evaluation? Unk. What is the current condition of the patient? Stable.